Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 250mcg/ml clonidine at 57.68mcg/day, 10mg/ml bupivacaine at 2.307mg/day, and 15mg/ml morphine at 3.461mg/day via an implantable infusion pump for spinal pain. It was reported that a pocket fill occurred. It was reported that the hcp had a great deal of difficulty accessing the pump at the last refill so the refill was done under x-ray. It was reported that some of the medication went subcutaneous so the patient was admitted at that time and put on a narcan drip. The manufacturer's representative went to the hospital and put the pump into minimum rate. It was reported that the pump was very hard to access. No further complications were reported.